Event description:
Ongoing abdomen pain related to prolite mesh used during right inguinal hernia repair. New surgeon is reporting that the mesh has turned hard. Pt cannot have this removed as it will cause additional and more severe problems including bowel entanglement/obstruction, etc.